Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to frequent and persistent occlusion. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was over 500 mg/dl with large level of ketone. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and the patient allegedly remained on pump therapy with no recent adjustment to pump settings. Customer technical support agent reviewed the event with the reporter. The customer stated that they had reported on the same issue multiple times with more than one set of supplies. Review of use techniques for cartridges, infusion set and site insertion indicated that the instruction for use were followed. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to occlusion issues of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.